Manufacturer narrative:
Inspected two randomly sealed reservoirs and performed manual prime and high pressure test per specifications. Both reservoirs passed per specifications. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found. No connector anomalies were observed during analysis. Reservoirs connected and locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that insulin from the reservoir was leaking. The mother stated that she is unsure where it was leaking from, but she had noticed that the customer's clothes were wet. The caller stated that the customer's blood glucose was high. No further information was provided.